Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right atrial (ra) lead was informed that the upper lead was bad. Boston scientific technical services (ts) discussed that patient needs back surgery and a magnetic resonance imaging (MRI). Ts referred patient to physician. To date, this lead remains in service. No adverse patient effects were reported.